Manufacturer narrative:
MDR 8021545-2026-88483 / initial 1 of 4. E1 (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that infusion set fell off immediately after insertion due to the adhesive patch not being sticky enough. The event occurred on 10-mar-2026.